Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. Additionally, the patient's left ventricular (lv) lead had high impedance and the thresholds were not well. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.